Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:09:14. During night drain cycle five, the patient's ultrafiltration reading was 2697ml, indicating the home patient (hp) drained 2697ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional testing, and electrical testing of the device. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.